Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing, and the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial pace impedance fairly steady at approximately 477 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. Non-physiologic oversensing due to noise observed on stored atrial lead electrocardiogram, episode 70. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) follow up check, the lead exhibited spike and high impedance. It was also reported that the rv lead exhibited apparent fracture high short interval counts (sic) and noise as false-positive events, triggered by sensing event that was suspected to be interference of the metal recorded on at/af (atrial tachycardia/atrial fibrillation (af) episodes. Isometric troubleshooting and chest compression performed did not produce noise. The ipl was capped and/or abandoned and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.